Manufacturer narrative:
Service completion pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure in normal ventilation operation. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The customer reported the device blower and blower cooling fan were not running. The manufacturers field service engineer (fse) reported the customer was contacted and it was determined the device needed a power supply replacement. Completion of service is pending.